Manufacturer narrative:
The customer provided physio-control with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and when they pressed the device's shock button to deliver a shock to the patient, the device unexpectedly powered off and then power cycled. As a result, defibrillation therapy was delayed. The customer informed physio-control that the patient involved in the reported event is deceased.